Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met and that the impedance trend of the right ventricular pacing lead was rising. Oversensing due to non-physiologic signals/sensing integrity counter was noted.

Event description:
It was reported that noise was noted on the right ventricular lead that triggered an alert. The lead was capped and replaced. No patient complications have been reported as a result of this event.